Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional.

Event description:
It was reported that while attempting to implant a 40 ml pump the following occurred. The water was removed from the reservoir and an attempt was made to fill the pump with 40 mls of baclofen. The pump would not take anymore than 25 mls of drug. The hcp waited and placed the pump into hot water. After an unspecified amount of time, the drug was removed from the pump and another attempt was made to fill the pump. The pump was still blocked at 25 mls. The pump was not implanted. A new 40 ml pump was implanted with no complications. The operating time for the patient was increased by 30 minutes.